Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation within 1-2 seconds. The device was removed without problems and the procedure was completed with another of the same device. There were no complications reported and the patient was good.